Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition, da/adc reference failed. No patient harm reported.

Manufacturer narrative:
Contact information: (B)(4).